Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as a dog was in the room when the patient did the connection. The patient was not hospitalized for the peritonitis event. On the same day as the onset, the patient was treated with gentamycin (intraperitoneally (ip), single dose, dosage not reported) and vancomycin (ip, 1 gram, weekly for four weeks) for peritonitis. Seven days after the receipt of this report, the patient was recovered from the peritonitis event. The pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4).this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.